Event description:
A patient who was a subject in a long term dispensing evaluation for acuvue oasys for astigmatism contact lenses developed a central corneal ulcer. The patient complained of a foreign body sensation in the od, which had started at 8 pm in 2007. The lens was reportedly removed at 10 pm. One hour after awakening two days earlier, the patient experienced od pain, which increased in intensity and at the time of the appointment was scoring 7-8/10 on a pain scale and also had mild photophobia and tearing. There was no associated illness or cold, and no history of any ocular discharge. Slit lamp exam: the patient was found to have grade 4 limbal and bulbar redness in all quadrants od. The cornea showed a <1mm ulcer, 1.5mm inferior to the center of the cornea, which stained with sodium fluorescein. There was no sign of any cells or flare in the anterior chamber. Sodium fluorescein staining of the temporal conjunctiva was also observed. Visual acuity was not measured. The patient was discontinued from lenses ou, and prescribed zymer eye drops od q1 min for 5 minutes, q15 min for 2 hours and q1 hour for 8 hours. One drop of cyclopentolate was instilled od during the examination. Cultures were taken for the corneal lesion, conjunctiva, lid, lens, lens case and lens case solutions.

Manufacturer narrative:
No conclusion can be drawn. On 9/26/07, the subject reported less sharp pain in the eye, but increasing photophobia. There was less tearing, and no mucus discharge, but vision was filmy, visual acuity with the spectacle refraction was 20/30. Biomicroscopy showed grade 1 corneal edema in the area of the ulcer. The ulcer was circular, 0.5mm in size and located 1.5mm below the center of the cornea. The right cornea also showed two infiltrates in the infratemporal area of the cornea. These were 2 mild focal infiltrates in the anterior stroma, with no overlying epithelial defect. Conjunctival redness remained at grade 4 limbal and bulbar in the right eye. The subject was referred to an ophthalmologist and was to continue with zymar q 1 hour until the appointment. One drop of proparacaine was instilled by the ecp. The subject was seen two months later, for a final visit. The subject had a small scar, less than 1mm in the inferior paracentral area of the cornea, corresponding to the position of the ulcer. The subject had been discharged from the ophthalmologist and was discontinued from the study. A lot history review of the lot in question revealed the following: monomer and solution were within specification. All parameters tested were within specification. Aro testing done per protocol procedure and all packages tested met specification. All parameters tested were within specification. All sterilization requirements were successfully completed. This lot was produced as part of protocol #07cp1114. There was no quality events for this lot. Lenses from this lot are pending evaluation and the results of the evaluation will be provided in a follow-up report. All MDR events are reviewed at quarterly management review meetings.